Manufacturer narrative:
(B) (4). (B) (4). The set has been received, investigation is not complete. A follow up report will be submitted with any new relevant information.

Event description:
Customer reported set leaking inside pump door in the silicone segment just below the upper fitment. No patient harm reported. No additional information was provided.